Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm after the intra-aortic balloon (iab) was inserted and therapy had begun. The staff could not resolve the alarm so the iabp unit was swapped out to different iabp unit in facility and the original iabp unit was sent to the biomed for evaluation. A getinge clinical support specialist advised that after further discussion with a lead cath lab tech, the staff may have pressed the iab fill button prior to the start button resulting in the alarm. There was no patient harm; thus, no adverse event reported.